Event description:
It was reported the device was suspected to be in an over-discharge mode. Problems with recharge coupling were the primary reason for the over-discharge. The patient had been able to recharge the device easily until about a year ago. The device had not been charged in over a year. The device was severely tilted in the pocket and may be flipped. A flipped device was not confirmed. An x-ray was suggested to confirm the positon of the device. The physician was planning to remove the device and replace with a non-rechargeable device. A dacron pouch was being considered in an effort to prevent future flipping. No patient symptoms were reported. Follow up was attempted, however, no patient or device information could be obtained.